Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06423, 2017865-2020-06424. It was reported that patient presented to the hospital with intense sudoresis, pale skin, and slight dyspnea. The patient's heart was presenting electrical activity, but no pulse. Patient then had chest pain, trouble breathing, and passed out for some time. Patient continued to have chest pain 3 days after being admitted. Healthcare workers administered various medications to help the patient. However, the patient then experienced cardiac arrest, and cardiopulmonary resuscitation - CPR was performed on the patient. Patient was also intubated. After 25 minutes of CPR, patient exhibited a pulse of 60 bpm. Sometime later, patient then experienced a new cardiorespiratory arrest. CPR was not effective and patient expired on (B)(6) 2020. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.